Event description:
It was reported an interlink vented paclitaxel set experienced a no flow. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available. This medical device report is report 1 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Several unknown samples were received in a zip lock bag for evaluation. The samples were contaminated with unknown chemo drugs. No defect was observed during visual inspection. No other testing was performed. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One sample of the product code and lot number reported was received and evaluated, not several unknown samples. Should additional relevant information become available, a supplemental report will be submitted.